Event description:
A report to technical services noted battery voltage decreased from 2.88v to 2.64v. Technical services advised longevity estimation was not possible to due device is on field action list. Additional information was received and noted the patient underwent a revision procedure: device excised and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
A report to technical services noted battery voltage decreased from 2.88v to 2.64v. Technical services advised logevity estimation was not possible to due device is on field action list. Additional information was received and noted the patient underwent a revision procedure: device excised and replaced. No patient complications have been reported as a result of this event.